Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that the patient experienced high blood glucose levels due to a kinked cannula (repeated missed occlusion alarms which they did not acknowledge), but they tried to treat with a bolus via the pump. Moreover, when the infusion set was taken off the body, they noticed a kink in the cannula. Consequently, on (B)(6) 2021, at 11:30 pm, the patient was admitted to the emergency room. Subsequently, the patient was transferred in the intensive care unit, as the ketone level was 3 mmol/l. During hospitalization the patient was administered saline, insulin, fluids, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Reportedly, on (B)(6) 2022 at 7:00 pm, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that the patient experienced high blood glucose levels due to a kinked cannula (repeated missed occlusion alarms which they did not acknowledge), but they tried to treat with a bolus via the pump. Moreover, when the infusion set was taken off the body, they noticed a kink in the cannula. Consequently, on (B)(6) 2021, at 11:30 pm, the patient was admitted to the emergency room. Subsequently, the patient was transferred in the intensive care unit, as the ketone level was 3 mmol/l. During hospitalization the patient was administered saline, insulin, fluids, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Reportedly, on (B)(6) 2022 at 7:00 pm, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.